Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter with serial number (B)(4) compared to an unspecified laboratory method. The result from the meter at 1:30 p.m. Was > 8.0 inr. The result from the laboratory at 3:30 p.m. Was 5.4 inr. The laboratory result was believed to be correct. The doctor held the customer's coumadin based on the result of 5.4 inr. The customers' therapeutic range is 2.0 - 3.0 inr. No adverse event occurred due to the device. The customer feels fine. The customer had recently been released from the hospital. The customer had a broken arm (unrelated to the use of the device) and the medicine they gave her "took the salt out of her body" causing a tia. The customer was recently on lasix and potassium but her doctor has since stopped these medications. The customer is anemic. The customer is not taking heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer was advised to eat more salad (vitamin k) by her doctor based on the 5.4 inr result. The customer has recently had some re-flux since (B)(6) 2018. The customer has not had any unusual bleeding or bruising. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.